Event description:
The event is reported as: customer alleges that the device jammed, no staples are coming out. No pt injury reported. Pt current condition is fine.

Manufacturer narrative:
Per device history report (DHR) investigation did not show issues related to this complaint.